Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, unable to obtain threshold readings, noise and a possible fracture. The right ventricular (rv) lead exhibited noise. Both the ra lead and rv leads were capped and replaced. No patient complications have been reported as a result of this event.